Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of a 6 cm abdominal aortic aneurysm in 2000. The length of the aortic aneurysm neck was 25 mm. The patient has a history of pelvic irradiation and colostomy. Procedure notes from the implant state that the bifurcated and iliac stent grafts were implanted without difficulty. At the conclusion of the implant procedure, a persistent small endoleak was noted in the left limb that could not be resolved with balloon dilatation. The source of the endoleak could not be determined, and the decision was made to monitor the patient with a follow-up computerized tomography (CT) scan. A CT scan performed in 2001 demonstrated exclusion of the aneurysm with no endoleak. The aneurysm was 51 mmx 53 mm in diameter, and was reported to be unchanged from a previous study performed seven months earlier. The infrarenal neck was reported to be short, with the stent graft covering 14 mm of non-aneurysmal aorta. A CT scan performed in the month following this, demonstrated exclusion of the aneurysm. Aneurysm diameter had increased to 52 mm x 56 mm with slight caudal migration of the stent graft. The extent of the infrarenal neck which was not covered by the stent graft had increased from 14 mm to 24 mm, and the stent graft was reported at the margin of the enlarging portion of the aneurysm. The diameter of the infrarenal aorta had increased from 24 mm to 27 mm. It was reported that a talent cuff was requested to provide a proximal seal. It is unknown if the cuff was implanted or if the procedure was successful. The patient's status is unknown.